Event description:
Customer's aunt reported that aviva system gave a blood glucose result of 38 mg/dl, which was consistent with the customer's symptoms of hypoglycemia. The aunt treated the customer with orange juice and food, reported that 10 minutes later, the aviva system gave a blood glucose result of 85 mg/dl, customer felt better. A request was made for the return of the system and a replacement was sent.